Event description:
A (B)(6) female patient called zoll customer support to report that her battery charger wasn't charging her batteries. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation of battery charger/modem sn: (B)(4) has been completed. The reported problem (won't charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to detect inserted battery packs. The cause for the failure was isolated to contamination on the charger pca boards. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.